Event description:
Caller reported a malfunction on the pump after it got wet a couple of days prior, which displayed a malfunction code. Blood glucose level did not exceed 500 mg/dl, with no adverse impact reported. Technical support provided pump reset information, and after resetting, the malfunction code did not recur. Customer was instructed to continue using the pump and to call back if any issues reoccurred, which the caller acknowledged and understood.